Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes noise, myopotential oversensing, clavicular crush and an insulation anomaly.